Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy/gastric tube procedure, the surgeon experienced several issues regarding the device. The device was fired but the firing stopped after it advanced a little. Second issue was the cartridge was unable to be attached on the adapter. The procedure was completed with another device. No patient injury.